Manufacturer narrative:
The initial report was submitted with the wrong aware date . The correct aware date is 11-aug-2018.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
Customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 237 mg/dl and the sensor glucose was 46 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend on low or suspend before low event was 46 mg/dl. Suspend on low limit in sensor settings was 70. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The sensor will be returned for analysis.